Event description:
The customer reported that during the rinseback portion of the procedure, a leak was observed on the injection site on the donor line. This report is being filed in response to the customer filing an sae report with their local authorities.

Manufacturer narrative:
Investigation: the injection manifold from the set was received for evaluation. A leak was confirmed at the middle of the plug (valve). Based on the location of the leak, and that the leak occurred during rinseback, it is possible that the leak is due to the operator using a needle (for which the part is not designed) rather than a syringe with luer. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the location and appearance of the leak indicate that a needle was used to puncture the needle-less access part. The root cause for the stress marks on the component and the component breaking are related to a defective part from the vendor that occurred during assembly. Testing has shown that not all components with a stress mark will leak. Correction: the IFU states "to prevent valve damage, do not use needles to access the needle-less access site." Regarding the stress marks and the component easily breaking during part analysis,manufacturing staff were made aware of this incident. A 100% inspection and sort of the needle-less access components has been implemented to reduce the occurrence of these leaks. The vendor was also made aware of this incident and actions are in progress to improve the molding process. Corrective action: terumo bct is working with the vendor to improve the molding process to reduce the occurrence of these stress marks.